Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ("pain during sex") in a (B)(6) -year-old female patient who had essure (batch no. D29715) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), menstrual disorder ("menstrual bleeding disorder after insertion"), headache ("headache"), rash ("rash"), migraine ("migraine worsen"), arthralgia ("joint pain"), alopecia ("hair loss"), visual impairment ("visual disorder"), eye pruritus ("itching of eyes"), tooth fracture ("cracking of teeth"), dental caries ("cavity in teeth"), fatigue ("tiredness"), feeling abnormal ("brain fog"), abdominal distension ("swelling of stomach"), feeling cold ("cold") and dysgeusia ("metallic taste in mouth"). The patient was treated with norethisterone acetate (primolut nor), metronidazole (flagyl) and surgery (she will have essure removal surgery in (B)(6) 2018). Essure treatment was not changed. At the time of the report, the dyspareunia, abdominal pain upper, menstrual disorder, headache, rash, migraine, arthralgia, alopecia, visual impairment, eye pruritus, tooth fracture, dental caries, fatigue, feeling abnormal, abdominal distension, feeling cold and dysgeusia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, alopecia, arthralgia, dental caries, dysgeusia, dyspareunia, eye pruritus, fatigue, feeling abnormal, feeling cold, headache, menstrual disorder, migraine, rash, tooth fracture and visual impairment with essure. The reporter commented: she has been visited a doctor, a gynecologist gave first primolut treatment and then flagyl treatment, and neither helped. In (B)(6) 2017 she got referral to gyn policlinic and she will have essure removal surgery in (B)(6) 2018. It was also reported that her symptoms have continued and worsen all the time. The patient's opinion is that a removal is the only and the right solution for her. Diagnostic results: control visit was performed in (B)(6) 2016 with ultrasound examination. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-jan-2018 for the following meddra preferred term: dyspaurenia. The analysis in the global safety database revealed 105 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of dyspareunia ("pain during sex especially on the left side") in a (B)(6) year-old female patient who had essure (batch no. D29715) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), menstrual disorder ("menstrual bleeding disorder after insertion/ bleeding disturbances"), headache ("headache"), rash ("rash"), migraine ("migraine worsen/ migraine increased"), arthralgia ("joint pain"), alopecia ("hair loss"), visual impairment ("visual disorder"), eye pruritus ("itching of eyes"), tooth fracture ("cracking of teeth"), dental caries ("cavity in teeth"), fatigue ("tiredness"), feeling abnormal ("brain fog"), abdominal distension ("swelling of stomach"), feeling cold ("cold") and dysgeusia ("metallic taste in mouth"). The patient was treated with norethisterone acetate (primolut nor), metronidazole (flagyl) and surgery (laparoscopic removal of uterine tubes and implants). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, abdominal pain upper, menstrual disorder, headache, rash, migraine, arthralgia, alopecia, visual impairment, eye pruritus, tooth fracture, dental caries, fatigue, feeling abnormal, abdominal distension, feeling cold and dysgeusia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, arthralgia, dental caries, dysgeusia, eye pruritus, fatigue, feeling abnormal, feeling cold, headache, rash, tooth fracture and visual impairment with essure. The reporter considered alopecia, dyspareunia, menstrual disorder and migraine to be related to essure. The reporter commented: she has been visited a doctor, a gynecologist gave first primolut treatment and then flagyl treatment, and neither helped. In (B)(6) 2017 she got referral to gyn policlinic and she will have essure removal surgery in (B)(6) 2018. The patient wanted essure removal. It was also reported that her symptoms have continued and worsen all the time. The patient's opinion is that a removal is the only and the right solution for her. Diagnostic results: control visit was performed in (B)(6) 2016 with ultrasound examination. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-feb-2018 for the following meddra preferred term: dyspaurenia. The analysis in the global safety database revealed 111 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2018: information received from the physician via valvira: essure implants inserted for the patient on (B)(6) 2018. After insertion, she experienced pain during sexual intercourse started especially on the left side, bleeding disturbances, loss of hair and migraine increased. The patient wanted essure removal. On (B)(6) 2018 by laparoscopic removal of uterine tubes and implants. On 27-feb-2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.